Event description:
Patient with chest/pericardial pain 2 hours post asd device closure lasting 72 hours. Work up was negative for ischemia (enzymes and EKG) and positive for stable but small (8mm) pericardial effusion which was new post device inplant. This was not seen on ice images during or immediately after implant. Treated with non-steroidal anti-inflammatory agents orally. Complete resolution of both patient's pain and symptoms 1 week after implant.